Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified therapeutic procedure with the subject device, the abnormal (noisy) image was appeared and ¿scope error e315, unsupported scope¿ was displayed on an unspecified monitor. The user replaced the subject to an similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc, the reported phenomenon such as the abnormal image were not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but there was possibility of this phenomenon was attributed to failure of other device used in combination, or temporal contact failure. Temporal contact failure might be attributed to the improper handling by the user, for instance the user connected the subject device to the video processor with the adhesion of water drop on the electrical contact and so on. The instruction manual of the subject device states appropriate handling and the counter-measures against the irregularity. If additional information becomes available, this report will be supplemented.